Event description:
Customer reported that multiple intermittent cartridge alarm 20's occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Event description:
Caller reported a cartridge alarm identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and send a replacement cartridge per the customer's request. The customer was instructed to return the problematic pump within 10 days and was advised on programming their settings and connecting their cgm to the new replacement pump.